Manufacturer narrative:
Based on the info provided the customer, uncertain product purchase date and that the age of the atomizer is two years old, it is difficult to determine the exact time frame that the product was used; however, the customer reported that the event took place on (B)(6) 2014. The customer reported that the product was cleaned by the pt according to product instructions. The MFR investigation will not be conducted until the product has been returned. At this time, based on all provided info, the potential root cause of no aerosol production could be attributed to improper cleaning of the product by the pt.

Event description:
On (B)(6) 2014, nephron pharmaceuticals corporation received maude report (B)(4), from the food and drug administration, reporting a device malfunction associated with ez breathe atomizer. The reporter stated that the suspected product repeatedly stops working and has to be replaced over 30 times. On (B)(6) 2014, a f/u call to the reporter who is the pts daughter. The daughter reported a product problem in association with the ez breathe atomizer. The daughter reported that the pt is her father and does not live with her; she added that the pt does not have any electricity or a phone in his home. The daughter reported that she is worried about her father because he refuses to go to the doctor for treatment of his asthma; she added that the pt used primatene mist until it was taken off of the market, then the pt began using asthmanefrin along with the suspect product about 2 years ago. The daughter reported that the pt is completely satisfied with asthmanefrin because it works to relieve the pts shortness of breath; however, the suspect product will work well for "about three weeks" before the aerosol output becomes less and then by the "fifth to sixth week" there is very little to no aerosol coming out of the suspect product. The daughter reported that the pt, as well as herself, has followed all of the cleaning instructions without achieving a different outcome. The daughter reported that the pt has "quite a few" atomizers that do not work; she was not sure about the number of suspect product the pt had at his home, but reported that she would find out. The daughter reported that the pt purchases suspect product from two specific pharmacy stores, and that these stores have replaced some of the atomizers, but she was not clear on the number of replaced product; she added that the pharmacy stores mentioned have stopped replacing product for the pt. The pt is an (B)(6) y/o male weighing (B)(6) and is 5' 8" in height.